Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer was sent to investigate the issue. To fix the issue the fse replaced the manifold drive. After replacing the defective part the iabp passed all functional tests and was returned to the customer for use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use , the cs300 intra-aortic balloon pump (iabp) customer encountered an inflation failure and directly replaced the equipment. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).